Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During procedure, it was noted that the delivery catheter tethers were out of alignment. The physician removed the catheter and lp from the body and the lp prematurely separated from the catheter. The physician replaced the catheter and was able to successfully implant the lp. There were no patient consequences.